Event description:
During removal of a monitor from the docking station,the handle(which is part of the optional battery module assembly)released and subsequently fell striking the patient's head.it was further that the patient complained of slight headache which was treated with an cooling pad application with no further complications noted or treatments given.